Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that they were admitted to the hospital on (B)(6) 2013, with a blood glucose of 484mg/dl with a diagnosis of ketoacidosis and vomiting. The patient was admitted to the intensive care unit and placed on insulin drip and IV fluids. Her bg was down to 123mg/dl. The patient reported that they were placed back on the pump and bg went back up to 555mg/dl with ketones. The patient was taken off the pump and now on insulin and drip and IV fluids. Her bg this morning was 126mg/dl. Customer support completed troubleshooting of the pump and the time and date are correct. This report is being made due to the alleged bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box history was reviewed and showed that the pump was suspended on (B)(4) 2013 at 06:19. The next record in the black box indicated the pump was powered off at 12:48. If the pump is powered ¿off¿ while in the ¿suspend¿ mode the default time and date of 01/01/2007 will be recorded in the suspend history. Deliveries were resumed on (B)(4) 2013 at 12:50. On (B)(4) 2013 19:23, a replace cartridge alarm was recorded; the alarm was confirmed and deliveries resumed (B)(4) 2013 00:19. The total daily dose for (B)(4) 2013 added up correctly. The bolus history showed no boluses were programmed or delivered on (B)(4) 2013. A 10 unit audio and 10 unit normal bolus were successfully performed for the investigation and accurately recorded in the pump history. A 29 hour flow accuracy test was performed on the pump and it was found to be delivering within the specified range. The history/settings issue was not duplicated during testing. There was no defect found during the investigation.